Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04515. Investigation is ongoing.

Manufacturer narrative:
The device was returned for evaluation. The valve returned crimped. One strut was bent outwardly approximately 120 degrees at the inflow. All the struts were exposed through the skirt which is normal after crimp and use. The valve was expanded and one strut remained bent at the inflow and near the c3 commissure. The frame was distorted and canted. All struts remained exposed through the skirt. The valve leaflets were wrinkled and dehydrated due to the storage condition during the return handling process. No functional or dimensional testing was able to be performed due to the device return condition. A DHR review and lot history review were unable to be performed as the valve serial number was not provided. The IFU, device preparation manual, and procedural training manual were reviewed. During delivery system insertion through the sheath, correctly orient the delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. The thv should not be advanced through the sheath if the sheath tip is not above the renal arteries. No IFU/training deficiencies were identified. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with valve frame damage. To address the issue, a corrective action/preventative action (CAPA) was initiated to drive corrective actions. Due to the valve serial number not being provided, the valve configuration (pre or post of corrective action) was unable to be determined. The pra documents the difficult or unable to introduce delivery system and advance through sheath, resulting in procedural delay, which did occur during this event. The pra remains applicable, and no further action is required. As previously mentioned, a CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA is currently in the control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The owner of the CAPA has been notified of this event. The frame damage was confirmed through the device evaluation. Due to unavailability of serial number, complaint history review, lot history and DHR were not performed; therefore, manufacturing non-conformance could not be confirmed. A review of manufacturing mitigations supports that the vale had proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the description, 'commander catheter with valve could not advance due to severe scarring of the right groin'. Per training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' The presence of scar tissue can create a challenging pathway for delivery system insertion through the sheath, and restricts the sheath from proper expansion during delivery system advancement, which can result in high resistance. So, if excessive force was applied to overcome the resistance, it can lead to a bent strut. These patient and procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (scar tissue) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case the commander delivery system with valve could not advance due to severe scarring of the right groin. The sheath was damaged (liner torn) and the system had to be replaced. The esheath, delivery system with the valve were all safely removed and another kit was used. As per medical opinion, scarring in the vessel was the perceived root cause of the event. During the preliminary engineering evaluation, the valve was noted to be damaged. One strut was bent approximately 180 degrees on the inflow side